Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had the batteries for implantable neurostimulator (ins) replaced because the batteries (ins) depleted sooner than they thought it would. Patient was not sure about the reasons for battery depleted faster then usual time as it can be due to too many changes to device program. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.